Event description:
Consumer complaint of low blood results. Caller normally is 90mg/dl or a little above. Based on parkes error grid analysis, the bias between the lower result given (50) and the normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).